Event description:
It was reported the customer requested assistance determining the sequence of events leading up to the patient's death. The telemetry patient developed bradycardia and asystole, for which alarms were generated. The customer indicated there was no nurse available at the central station to respond to the reported alarms. There is only one station on the unit so the alarms are only available there, which causes issues with audibility, which contributed to the lack of response to alarms. It was indicated there was no issue related to philips devices and the 'hospital wants to understand what failed on their side'.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomedical engineer (biomed) and confirmed there was no allegation of a philips product failure; the hospital wants to understand what failed in their side. In cardio2, a patient in ch217 / tel16 was being monitored by an mx40 telemetry device, but no nurse was available at the control panel or at the pager to take charge of the brady and asystole alarms. Based on the results of the analysis, the product was confirmed to be operating per specification, and the cause of the reported problem was a user issue. The rse was able to provide a restitution of events and alarm rolls to the customer, with explanations given on alarm acknowledgements, and the operation of audible and visual alarms. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: (B)(6).